Event description:
The device was used during a total gastrectomy procedure. Reportedly, the staples did not form properly and bleeding was observed. The surgeon resected the staple line and completed the procedure with another device. The hospital has reported that the pt's condition is satisfactory.